Event description:
It was reported by the sales rep that the physician experienced problems with the proplege coronary sinus device, pr9. The pr9 kept collapsing and would not pass into the sheath. The surgeon stated, "I had been trying to place it but heart was angled toward the left chest with the takeoff into the cs at acute angle to this plane. I replaced the sheath with a 12 fr sheath and got the cs cath into the cs.no patient injury was reported.

Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Manufacturer narrative:
The device was not released by the hospital for product evaluation. If the device is able to be released, the investigation will be reopened into root cause of the alleged defect. The manufacturing records were reviewed and there were no related non conformances. Trends will continue to be monitored through the edwards quality system.